Event description:
Originally reported to FDA by user facility on 10/29/2008 per uf/importer report. Tee probe / echo malfunction. The procedure needed to be truncated due to echocardiogram malfunction requiring switching out of the machine. Contrast was not able to be performed secondary to tee probe malfunction. Tee probe returned to siemens. Hardware problem. Dust cleaned from transducer port. Did this event involve an electrophysiology procedure or an attempted electrophysiology procedure? No. What was the original intended procedure? Transesophageal echo / doppler. Device usage problem: device malfunction - that is, the device did not do what it was supposed to do. MFR test on 10/3/2008: field service report states probably caused by dust in transducer ports.

Manufacturer narrative:
Siemens service engineer visited the site and cleaned the dust out of the transducer port. A complete diagnostic eval was performed with no errors found; the system was fully operational as documented per the field service report. There were no consequences or impact to the pt. Our risk analysis has considered this type of event as a low risk. Routine maintenance and cleaning as described in the user manual will prevent this type of incident.